Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned sample was found in activated condition with partially used deployment mechanism. The system was found broken, kinked, and deformed in various conditions so that a detailed re-construction was not possible. The stent was found partially released and broken; a force transmitting component was broken inside the grip which made a successfully deployment impossible. The investigation leads to confirmed result for catheter break, and partial deployment. A process related issue could not be found. Based on the information available a definitive root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' In regards to accessories the instructions for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035¿ guidewire of appropriate length (¿)', and the packaging pictograms indicate the use of a 0.035" guidewire, and a 6f introducer. In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.' The instructions for use closely describes holding and handling of the system throughout deployment. In particular the instructions for use state: 'gently hold the stability sheath at or proximal to the orange marking and maintain it straight and under tension throughout the procedure.' H10: d4 (expiry date: 06/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the sheath broke and the stent allegedly partially deployed and ended up being dragged down to the at. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the sheath broke and the stent allegedly partially deployed and ended up being dragged down to the at. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: (expiry date: 06/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a stent placement procedure, the device allegedly deployed partially and sheath was allegedly broken. There was no reported patient injury.